Event description:
Customer posted in the saalt (B)(6) group explaining that their iud came out when they were removing their cup. Saalt asked the customer to email us so we could ask more questions. They emailed us on (B)(6) 2020, and saalt asked questions about their experience. Customer responded to saalt's email with the information requested. She said she bought her cup 2 weeks prior to the incident. It was her first time using the cup. Her iud strings were not cut short, and they were quite long. She said she will not be using the cup in the future because she would prefer to have her iud kept intact and she it going to get a new iud soon. She said she did not speak with her doctor prior to using the cup and iud alongside one another. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."